Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar inflation incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a mildly tortuous, mildly calcified, 90% stenosed, mid right coronary artery procedure, after successful implantation of the unspecified stent, the 3.0 x 8 mm voyager dilatation catheter could not inflate fully. Another voyager was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.